Event description:
An issue was reported involving a pump with a warranty that expired in (B)(6) 2025. The pump touchscreen was unresponsive at times and required extra taps to register touches. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting for the issues.